Manufacturer narrative:
An oxford meniscal bearing has been revised after approximately six years due to bearing ¿luxation¿ which is reported to have occurred anteriorly. The reason for the luxation of the bearing remains unclear. The wear towards the posterior edge of the bearing may indicate that the part has been subject to impingement; however, this cannot be confirmed without improved quality radiographs or further surgical information.

Event description:
It was reported by the hospital that the patient underwent a knee replacement six years ago. Subsequently, a revision procedure was performed on an unknown date due to luxation. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown. Implant date - 6 years ago (exact date unknown). Explant date - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.